Event description:
The nurse initially reported that a corneal burn occurred. The doctor said it happened after he had a posterior capsule rupture (the cause was not provided), and he had injected viscoelastic. This was a significant phaco burn, with only about ten seconds or less of epinuclear plate removal with occlusion. He didn't think there was enough power to do that. Three stitches were required to close the 2.7mm incision. Additional information has been requested.

Manufacturer narrative:
A company service rep checked the system and found it met specifications. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the ecri health devices, hazard update: scleral and corneal burns during phacoemulsification, in 1996, vol. 25, no. 11:426-431, most corneal burns can be traced to issues related to surgical techniques and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer.